Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-03759. It was reported that the patient was experiencing auto-reducing of their drg leads. It was noted that patient noticed a change in therapy after doing squats at the gym. The patient's leads reportedly have high impedances on all contacts. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s system was auto reducing. Impedance checks showed high impedance on all contacts of each lead. The patient reported doing squats in the gym and felt something strange. Surgical intervention was taken where both leads were replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's drg leads were explanted, replaced, and therapy was restored.